Manufacturer narrative:
Block e1: this event was reported by a bsc sales representative. The reported healthcare facility is: (B)(6). Block h6: imdrf device code a15 captures the reportable event of difficult to release from the catheter. H10: block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, clip was deployed the nurse heard an audible click, but the clip did not separate from the sheath. While agitating the handle moving the slider back and forward the clip sprung open and separated from the sheath. The clip was retrieved with the biopsy forceps and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.